Event description:
It was reported by the field clinical representative (fcr) that the outer conductor of this right ventricular (rv) lead was suspected to have been damaged by the physician, as pacing unexpectedly stopped. Temporary pacing was achieved at 90 beats per minute (bpm) using a pacing system analyzer (psa) by connecting the black psa cable to a torque wrench, which was then connected to the rv set screw on the device. This rv lead remained connected to the pacemaker, with the red tip connected to the pocket. This rv lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The complete lead was returned intact with a stylet inside. Blood and body fluid were observed in the lumens due to damaged insulation. Environmental stress cracking (esc) was noted approximately 380 millimeters (mm) from the terminal pin, limited to the surface. Setscrew marks were correctly positioned on the terminal pin. The helix was retracted, and dried body fluid was present in the helix housing, consistent with active fixation leads. Cuts in the insulation were identified, likely caused during an upgrade procedure. Melt marks were observed on the outer insulation at approximately 100 mm, 135 mm, and 155 mm from the terminal end, suggesting electro-cautery damage during an upgrade. Electrical testing indicated an open circuit in the outer coil conductor, confirming a fractured or broken conductor. Visual inspection revealed a fractured outer coil conductor approximately 100 mm from the terminal end, coinciding with electro-cautery marks. X-ray imaging confirmed melted outer coils, indicating induced damage during the upgrade procedure.

Event description:
It was reported by the field clinical representative (fcr) that the outer conductor of this right ventricular (rv) lead was suspected to have been damaged by the physician, as pacing unexpectedly stopped. Temporary pacing was achieved at 90 beats per minute (bpm) using a pacing system analyzer (psa) by connecting the black psa cable to a torque wrench, which was then connected to the rv set screw on the device. This rv lead remained connected to the pacemaker, with the red tip connected to the pocket. This rv lead was surgically explanted and replaced. No additional adverse patient effects were reported.